Event description:
A report was received that the patient's ipg was charging very slow. It was detemined that the ipg had flipped sideways inside the pocket. The patient will undergo a revision procedure

Event description:
A report was received that the patient's ipg was charging very slow. It was detemined that the ipg had flipped sideways inside the pocket. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time due to non-device related medical issues.

Event description:
A report was received that the patient's ipg was charging very slow. It was determined that the ipg had flipped sideways inside the pocket. The patient will undergo a revision procedure

Manufacturer narrative:
Additional information was received that the physician elected to replace patient's entire system. The patient is doing well following the revision. The explanted devices were not returned to bsn as they were discarded by the medical facility.